Event description:
Boston scientific received information that the physician found what he suspected was a fractured lead during device testing. It was also noted that the patient received an inappropriate shock due to lead noise that occurred due to the lead fracture. The physician performed a lead revision and capped this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.